Manufacturer narrative:
This report is submitted on may 08, 2017.

Event description:
Per the clinic, the patient experienced extrusion of the receiver-stimulator. Subsequently, the patient underwent revision surgery (date not reported) to reposition the implant and suture the site.